Manufacturer narrative:
The pump was received with normal operating currents. There was no unexpected low battery, o-alarm, and no power off anomaly alarm during testing. The pump was received with no button response due to flattened act button dome switch. There was no unlocked j2 lcd keypad connector. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with off no power alarm. The customer's blood glucose level at the time of incident was 239mg/dl. The customer states they have had low battery, no power, and bat battery alerts. The customer states they have already received replacement battery cap, but it did not resolve the issue. The customer also states they pressed the button to give bolus, but the pump went blank. The customer was advised the pump would be replaced and returned for analysis.